Manufacturer narrative:
(B)(4). Reportability of patient¿s death: the patient expired due to renal insufficiency and mesenteric ischemia 12 days post initial implant procedure. Until the patient died, no adverse events were reported that could have caused renal insufficiency and mesenteric ischemia and that endoprosthesis and/or its implant procedure could contribute to. For this aspect, this portion of event is not reportable. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm rupture using two gore tag thoracic endoprostheses ((B)(4)). A right radial-right external iliac artery bypass procedure was performed to maintain blood flow to the branch vessels of the aortic arch. Additionally, a right external iliac-common hepatic artery bypass was prepared. On the same day, the patient suffered from paraplegia. On (B)(6) 2010, spinal drainage was performed to treat the paraplegia. On (B)(6) 2010, the patient expired due to renal failure and bowel ischemia. No further information was available.